Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a shorted shocking lead fault after delivery of a 31 joule shock. A guidant technical services consultant discussed replacing the device and evaluating the leads. No adverse patient effects were reported.